Event description:
On (B)(6) 2014, pentax medical received a report from (B)(6), stating that "during a procedure performed at (B)(6), the doctor made an angulation and the bending rubber broke while the bronchoscope was still inside the pt", involving video bronchoscope model eb-1970tk, sn (B)(4). The scope was put aside and another scope was used to verify nothing was left inside the pt. No adverse events were reported to the pt or user at the time this report was received. A return material authorization was issued on (B)(6) 2014 and the video bronchoscope was received by (B)(4), on (B)(4) 2014 for further eval. In order to receive additional info regarding this event, pentax medical contacted the initial reporter via email on (B)(6). No further info has been received from the initial reporter.

Manufacturer narrative:
The findings from the eval by the pentax service dept of the bronchoscope included a cracked distal body, a disconnected segment at the distal end, a broken distal body at the attaching screw hole and a cut in the bending rubber. The damage sustained to the bronchoscope suggests that the segment and the distal boy were separated with great force. The segment ring and the pins were all bent and some of the pins were dislocated in areas where it is impossible for them to be dislocated. One possibility of how this may have occurred is if a large accessory was forced into the operation channel, became stuck in the distal tip area, and excessive force was used to remove the accessory. Since no additional info has been received from the initial reporter, further investigation into the cause cannot be performed at this time. At this time, the cause can only be attributed to user error. Pentax medical has not received any other events regarding this bronchoscope model and therefore, considers this medwatch report closed.